Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that the pump reset one of its microprocessors as a safety feature, ensuring proper functionality. The customer was assisted in loading the cartridge and resuming insulin therapy.